Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During implant, insertion failure was noted on the lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to difficulty inserting the lead. As received, a complete lead was returned in one piece. The electrical testing did not find any indication of conductor fractures or internal shorts and visual inspection of the lead did not find any anomalies.